Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3 event date: unknown date in 2018. D10 therapy date: unknown date in 2018.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to an unknown reason. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), d6a implant date: unknown date in 2018. D11 medical devices: unknown tibial tray catalog#: ni lot#: ni unknown tibial insert catalog#: ni lot#: ni 13mm diameter 100mm length offset stem extension combined length 145mm catalog#:00598802013 lot#: 62697928 distal femoral augment block precoat size g 5 mm augment with screw catalog#: 00599003710 lot#: 62536011 right size g cemented option femoral component femoral catalog#: 00599401792 lot#: 62691137 distal femoral augment block precoat size g 5 mm augment with screw catalog#: 00599003710 lot#: 62344370 all poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 62706525 g2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately six years post-implantation due to tibial loosening and insert fracture. No additional patient consequences were reported.